Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has experienced random elevated blood glucose (bg) levels over the past month (300-450 mg/dl). The contact stated the cause of the elevated bg levels were unknown. The contact stated there were no alerts or alarms on the pump but stated they were loosing confidence in the pump. Reportedly, the customer would change out supplies and either delivered a bolus or a manual injection to address bg levels. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be evaluated due to damaged usb pins.